Manufacturer narrative:
The product has been returned for evaluation, however, the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that there was an incomplete release of the stent by delivering system. The system was fully retrieved, leaving out first the introducer then the catheter and left only the sheath. There were no adverse patient consequences.